Event description:
Customer experienced bleeding after inserting the adc sensor. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator, cap and no issues were observed. Applicator has been fired correctly. Sharp was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced bleeding after inserting the adc sensor. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.